Event description:
A surgeon reported that a pt underwent cataract removal and intraocular lens (iol) implantation. During the procedure a trabeculectomy with antineoplastic application under the scleral flap was performed. The surgeon noted cloudy, particulate matter during the release of the iol from the cartridge of an iol delivery system. During the post-op day one exam, the pt had a fibrinoid membrane (inferior iris membrane) and was treated with topical ophthalmic medications.

Event description:
The reporting surgeon provided additional info indicating he located an internal source responsible for the reported case of uveitis. The event was not related to the iol delivery system.